Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient expired in 2007. The reason is unknown. Implant duration of 15 days. No further information was received. Information learned from implant patient registry.